Event description:
During a procedure to treat knee osteochondritis dissecans (ocd), the physician used an acumed biotrak mini drill. The physician inserted two guide wires through the bone and cartilage to stabilize the fragment. A third guide wire was inserted into the cartilage and bone as a guide for screw placement. When the physician advanced the drill over the third guide wire, the physician heard a grinding sound and noticed the drill bit shattered into fifteen pieces. The shattered drill bit pieces were removed from the pt. The pt's cartilage and section of bone were also removed.